Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was placed during a gastrostomy procedure performed on (B)(6) 2014. According to the complainant, the patient was hospitalized on (B)(6) 2016 for a planned replacement of the tube. However, on (B)(6) 2016, when the tube peg tube was about to be replaced, it was noticed that the patient had infection at the stoma site. The duodopa treatment was interrupted on the same day and was switched to oral treatment. The patient was given iesef 4x1 gr as an antibiotic treatment for the infection. Reportedly, the tube was not replaced. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information as of june 10, 2016. The peg tube has been removed.

Manufacturer narrative:
(B)(6). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was placed during a gastrostomy procedure performed on (B)(6) 2014. According to the complainant, the patient was hospitalized on (B)(6) 2016 for a planned replacement of the tube. However, on (B)(6) 2016, when the tube peg tube was about to be replaced, it was noticed that the patient had infection at the stoma site. The duodopa treatment was interrupted on the same day and was switched to oral treatment. The patient was given iesef 4x1 gr as an antibiotic treatment for the infection. Reportedly, the tube was not replaced. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.